Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic)on pump. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, battery cap contact missing, battery tube threads - cracked, cracked case, scratched case, missing display window/cover, broken battery tube threads, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, stained serial label. Cosmetic damage was confirmed at battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.